Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that on (B)(6) 2011 he was admitted to the emergency room with high blood glucose (bg) and large ketones. The patient stated that he received intravenous fluids and insulin injections to treat the elevated bg. The patient reported that over the past three days, his bgs have been elevated as high as 480 mg/dl. He stated that he changed his site/set and cartridge multiple times, and was treating with insulin injections, but his bg would decrease and then increase again. Customer support (cs) reviewed the pump with the patient and found all settings and histories were correct. A review of the pump history indicated that an "auto off" alarm occurred on (B)(6) 2011 at 5:00 am, and the pump was not primed until 8:59 am. The history also indicated that an "empty cartridge" alarm occurred on (B)(6) 2011 at 2:00 am, and that a cartridge/site/set change occurred on (B)(6) 2011 and on (B)(6) 2011. A review of the history showed that the cartridge/site/set change on (B)(6) 2011 occurred seven hours after an "empty cartridge" alarm. While on the phone with cs, the patient was reportedly able to prime the pump without any issues. The patient denied any site/set issues. He stated that he had been using refrigerated insulin to fill cartridges and confirmed that there were multiple air bubbles in the cartridge. Troubleshooting indicated that the patient was using incorrect technique to de-bubble the cartridge. Cs advised the patient to use room temperature insulin and to allow a newly filled cartridge to set for 15 minutes or more before placing it in the pump to avoid potential air bubbles. The patient reported recent change in activity, schedule, and diet, as well as increased stress as a result of starting college. Cs determined that there were no mechanical issues with the pump. The pump is not being returned at this time, and there has been no further reported incident. Use error in not responding appropriately to alarms and incorrect cartridge fill technique in conjunction with significant life changes likely contributed to the patient's elevated bg. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.